Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. State of the lens returned is damaged beyond inspection. Visual inspection found the optic torn and haptic broken to the lens. Claim# (B)(4).

Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens -9.5/+1.5/178 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6)2021. On (B)(6) 2021 the lens was exchanged for an icl lens due to excessive vault. The problem was resolved. Claim # (B)(4).

Manufacturer narrative:
Weight, ethnicity, race-unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -9.5/+1.5/178 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a shorter lens due to excessive vault. The problem was resolved. The cause of the event is reported as unknown.